Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a physician from the (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous automated peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis, as manifested by cloudy effluent, and was hospitalized that same day. The cause of the peritonitis was the break in aseptic technique. Action taken with dianeal therapy was not reported. On an unreported date, remedial therapy began with ceftazidime (500mg, intravenous, every 8 hours). The event of peritonitis was ongoing and improved. It was not reported whether the patient was re-trained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. The physician stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of break in aseptic technique.